Event description:
Additional information received: issue discovered, during testing. No patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned. And visual inspection revealed, smiths tampered seal label was missing. Upon inspection, customer problem was duplicated. Pump was found to be displaying "46181" error code alarm message on power up, when batteries are inserted, during the investigation. A faulty microprocessor unit board was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an error code 46181 during testing. There was no patient, or clinician injury associated with this event.